Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, while attempting to close the puncture site, the indicator window of a 7f exoseal vascular closure device (vcd) did not turn black-black even after the device was completely withdrawn. Hemostasis was achieved by manual compression. There was no reported patient injury. There were no visible signs of device or package damage prior to use. The device was stored and prepared per the instructions for use (IFU). There was no difficulty connecting the vascular sheath introducer with the exoseal vascular closure device (vcd). The indicator wire cowling locked against the handle assembly, and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator. The exoseal vascular closure device (vcd) and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The indicator did not show any black-black. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed/showing, and no anomalies were noted to the loop. The device was not attempted to be deployed outside the patient¿s body. A non-cordis catheter sheath introducer was used. Femoral artery suitability was verified on angiography, including the insertion angle of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm. The puncture site did not have visible calcium/plaque, with calcium/plaque reported as none. Access vessel tortuosity was mild. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than thirty days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vascular closure device (vcd) use. The exoseal vascular closure device (vcd) was used in an interventional procedure. The procedure used a retrograde approach. The patient's body mass index (bmi) was not greater than 40. The physician had achieved certification on the use of the exoseal vascular closure device (vcd). The device will be returned for evaluation.